Manufacturer narrative:
It has been indicated that the device from the reported event is in-transit to angiodynamics for evaluation; however it has not yet arrived. Upon receipt of the sample and completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by angiodynamics' distributor in (B)(6): "patient is a female adult. Smart port was implanted in 2016. The port was implanted because the patient has poor venous access. The patient has been receiving infusions of immunoglobulins (ig) every 3 - 4 weeks since the port was implanted with no issues until now. Sometime in (B)(6) (approximately (B)(6)) the port was flushed with saline and the patient complained of pain. A 'swelling' of about the size of 'half a golf ball' developed near the clavicle. After this was observed the port was not used and the patients received therapy via IV instead. The hospital believed that the issue was due to a 'crack' in the catheter leading to leakage of the saline into the tissue and that it would not be a pin hole as it would not be possible for so much saline to leak into the tissue from only a small hole. The hospital believed that the leakage must be coming from a 'crack' in the catheter and not from the port body (as the 'swelling' was not located near the port body). Port was explanted (B)(6) 2018. When asked what the condition of the patient was after explant, msa were advised that the patient was 'ok'. Msa was also advised that the surgeon will only implant via ij as in the past they have experienced incidents of pinch off, so to avoid that happening the surgeon will always implant via ij." The used device will be returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "leak. " no adverse trend was identified. Returned for evaluation was one smartport with catheter tubing attached. No visual defects were noted to the smartport sample or catheter tubing. The port/catheter assembly was pressurized with air to 40 psi and submerged under water. No leak was detected. Per catheter tubing specification drawing the following dimensions were verified using pin gauges and calipers: tubing ID: sample met specification of .060±.002". Tubing od: sample met specification of .105±.002". The root cause of the reported patient event is unable to be determined as the returned port/catheter assembly met specification and should have functioned as intended. ((B)(4)).